Manufacturer narrative:
The analysis was performed on a cobas e 801 module (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of the customer's data showed that the specificity for reagent lot: 740269 was slightly lower compared to the previous lot: 737468 but remained within specifications, with overlapping 95% confidence limits. Internal performance data for lot: 740269 confirmed that all release criteria were met. No additional complaints regarding low specificity for lot: 740269 were identified. A definitive root cause for the observed difference in specificity could not be determined. The device remained in operation at the customer site.

Event description:
The initial reporter alleged lower specificity in the hiv duo elecsys e2g 300 v2 assay after switching to reagent lot: 740269, tested on a cobas e 801 module. The customer provided data comparing two reagent lots. For lot: 737468, tested between 01-jan-2024 and 07-feb-2024, a total of (B)(4) results were obtained, with 39 reactive results prior to confirmation testing, of which 22 were false reactive. The calculated specificity was 99.86% with 95% confidence limits of 99.79% to 99.91%. For lot: 740269, tested between 03-mar-2024 and 23-apr-2024, a total of (B)(4) results were obtained, with 80 reactive results prior to confirmation testing, of which 63 were false reactive. The calculated specificity was 99.79% with 95% confidence limits of 99.73% to 99.84%. Confirmation testing for reactive results was performed using western blot and qualitative viral load testing.